Event description:
Acct reported to pic that the pt was allergic to silicone and had an allergic reaction when using the interlink injection site. The pt states that the pt develops an "inflammatory reaction" to exposure to silicone. States in this instance, they had used the injection site to cap the end of the pt's nephrostomy tube. At that time the pt developed cramping and swelling. States there was no medical intervention required at the time as pt was already on prednisone. States pt now has to have decadron before receiving injections due to the silicone on the needles and/or needleless systems. Pt recovered after removing the injection site.